Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description. There was no patient involvement. Based on the information collected to date, the provided problem description and the inspection of the device conducted by the technician, the device failed internal leakage test during pre-use check. The device was checked and it was noticed that o-ring of nozzle unit is not correctly placed, which may contributed to the reported issue. It has been assumed that the nozzle needs to be replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. The device logs and defective part were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 06/14/2018. Corrected manufacture date: 06/08/2018.

Event description:
Manufacturer's ref. #: (B)(4).